Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed 18 september 2018. The target lesion was located in the heavily calcified stenosis of the right coronary artery stenosis. The lesion was pre-dilated with a 3.5mm nc emerge balloon catheter. Then, a promus premier select stent was not able to be positioned due to high resistance in the lesion. The lesion was again pre-dilated with a 3.5mm nc emerge and a second promus premier select stent was advanced and would not cross the lesion. The procedure was completed with a 4.0 x 28mm stent.   Analysis of the returned device revealed stent damage. Device eval by manufacturer: promus premier select ous mr 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal section of the stent with stent struts lifted from their crimped stent positions. The undamaged distal section stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 250mm distal from distal edge of strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
The target lesion was located in the heavily calcified stenosis of the right coronary artery stenosis. The lesion was pre-dilated with a 3.5mm nc emerge balloon catheter. Then, a promus premier select stent was not able to be positioned due to high resistance in the lesion. The lesion was again pre-dilated with a 3.5mm nc emerge and a second promus premier select stent was advanced and would not cross the lesion. The procedure was completed with a 4.0 x 28mm stent. Analysis of the returned device revealed stent damage. It was further reported that the lesion was lightly tortuous, and 80% stenosed. Stent damage occurred to both promus premier select stents while experiencing high resistance at the lesion, during the procedure.

Manufacturer narrative:
Correction to remove the following statement; "reportable based on analysis completed 18 september 2018." Correction to date rec'd by MFR from 09/18/2018 to 08/28/2018. Device is a combination product. Device eval by manufacturer: promus premier select ous mr 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal section of the stent with stent struts lifted from their crimped stent positions. The undamaged distal section stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 250mm distal from distal edge of strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.